Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis with a blood glucose value of 400 mg/dl. The event involved product(s) mmt-1884l, mmt-332a & mmt-397a. Troubleshooting was partially done and it was found that the customer was admitted to the hospital as a result. The customer reported multiple blockages. The customer was treated with syringe. It was unknown if the insulin pump was used within 48 hours of the reported event or if the auto mode/smart guard feature was active. No further patient complications were reported. The product(s) mmt-1884l, mmt-332a & mmt-397a will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches.the pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. No under anomaly noted.the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed.the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button.test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists data on (B)(6) 2026 to (B)(6) 2026.unable to verify bolus delivery, input source of boluses delivered and any alarms/suspends for event date 10-jul-2025 due to no data available in the pump history file.unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 10-jul-2025 due to no data available in the pump history file.unable to perform the history review 1 week from the event date 10-jul-2025 in the pump history file due to no data available.pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (22.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs.delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed.delivery anomaly-possible under delivery not confirmed.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The event involved product(s) mmt-1884l, mmt-332a & mmt-397a. Troubleshooting was partially done and it was found that the customer was admitted to the hospital as a result. The customer reported multiple blockages. The customer was treated with syringe. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product(s) mmt-1884l, mmt-332a & mmt-397a will not be returned for analysis.